Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with scratched case however, no damage noted at retainer ring. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and had crack on retainer ring. The customer state that the reservoir did not lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.